Event description:
It was reported that a patient implanted a month prior drooled over their incision site and caused an infection. It was reported that the patient's generator was explanted as a result of the infection the manufacturer's device history records of the generator was reviewed. Sterility of the products prior to release was verified. Device evaluation and return is not necessary as infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.